Event description:
It was reported that shaft break occurred. Vascular access was obtained via the radial artery. The 3.50mm diameter, in-stent restenosed target lesion was located in the non tortuous and non calcified right coronary artery. After a 3.5 6f non-bsc guide catheter was engaged and a non-bsc guide wire crossed the lesion, a 3.00mm x 15mm emerge balloon catheter was selected for predilatation. During introduction, resistance was encountered and it was noted that the shaft broke at the radial/femoral indicator/marker on the hypotube balloon. The torn part was retrieved by balloon-trapping using a 2.50x15mm non-bsc balloon catheter. The procedure was completed with another device. No patient complications were reported and the patient status was stable.

Event description:
It was reported that shaft break occurred. Vascular access was obtained via the radial artery. The 3.50mm diameter, in-stent restenosed target lesion was located in the non tortuous and non calcified right coronary artery. After a 3.5 6f non-bsc guide catheter was engaged and a non-bsc guide wire crossed the lesion, a 3.00mm x 15mm emerge balloon catheter was selected for predilitation. During introduction, resistance was encountered and it was noted that the shaft broke at the radial/femoral indicator/marker on the hypotube balloon. The torn part was retrieved by balloon-trapping using a 2.50x15mm non-bsc balloon catheter. The procedure was completed with another device. No patient complications were reported and the patient status was stable. Returned product consisted of an emerge balloon catheter in two pieces. The balloon was loosely folded with dried blood in the inflation lumen and balloon. The outer shaft, inner shaft, balloon and tip were microscopically examined. The hypotube was completely separated 41cm from the hub. The hypotube fracture surfaces were ovaled and torn, which suggests the device was kinked prior to separation. There are numerous hypotube and shaft kinks. The tip is damaged. Inspection of the remainder of the device presented no other damage or irregularities. There was no evidence of any material or manufacturing deficiencies contributing to the damage and the reported event.